Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review for lot number 4876585 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
Additional information was received. The chemolock injector unhooked from the chemolock port on the quad fuse line while running IV cisplatin. The chemo line was discovered off of the patient as soon as the pump rang occlusion. The tubing was replaced and it resolved the problem.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unknown date in (B)(6) 2020. The customer reported a chemolock injector falling off at the luer end of an alaris set resulting in significant chemo spills. Nurses are noticing that certain patients, toddlers between 2-5 who are active and mobile, receiving chemotherapy are experiencing these disconnections. There was patient involvement, but no harm reported. This report captures the first of two events.